Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please reference MDR # 2032227-2015-67991.

Event description:
It was reported via phone call by the customer's mother that the customer had high blood glucose. The customer's mother stated the insulin is not coming through and then it stopped. The insulin pump did not alarm, just making a grinding noise. The customer noticed the noise coming from insulin pump and blood glucose went up to 400mg/dl. Advised the customer the insulin pump will be replaced. Also, it was mentioned that this insulin pump alarmed motor error a year ago.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a noisy motor noted during testing due to a faulty motor. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.